Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the programmer would not power up; power supply found out of electrical specification. Analysis also found the system fan was noisy. It was noted the programmer failed tests during final functional test; lem (link electronic module) printed circuit board assembly found out of electrical specification. (B)(4).

Event description:
It was reported the programmer will not turn on. It was noted that when attempting to turn on, it smelled like something was burning. The programmer was returned for repair. No patient complications have been reported as a result of this event.